Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced perceived overcorrection for high glucose, followed by a drop in glucose as low as the 40s; per blood glucose questionnaire, the user recorded a low of 44 mg/dl, later a high of 391 mg/dl, paused the pump after treating the low, and acknowledged overtreating with oral glucose. Symptoms included hypoglycemia and hyperglycemia. Outcomes included insufficient information regarding broader health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem, with no device problem found, and the issue was characterized as an improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.